Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2316-70, serial #: (B)(4), description:infinion 70 cm lead kit. Model #:sc-3400-30, serial #:(B)(4), description:infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms included discoloration and puffy incision scar. The physician believed that the infection was not device related. The patient underwent an explant procedure.